Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported could not be identified. However, it¿s likely the cause is related to loose screws. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii xenon light source panel lights would all blink continuously after startup. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the front panel was worn and discolored, the chassis was worn, the rear connectors were worn out, the photodynamic diagnostics function was not working, the pump system had discolored hoses, the base plate was corroded, an unapproved lamp was installed, and the scope socket was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.